Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. The device also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 109 mg/dl. Customer stated that she tried giving herself a bolus, but the insulin pump froze and none of the buttons were working. Customer also reported that she tends to keep her insulin pump in her bra where it may have been exposed to sweat. Insulin pump will need to be replaced. No additional information provided.